Manufacturer narrative:
The technician found the brake mechanism assembly was inoperable and the casters were worn. The technician replaced the brake mechanism assembly and the four casters to repair the bed.

Event description:
Info received indicates the technician found the brake will not hold on the bed.